Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that needles are coming out of the hub with bd precisionglide¿ needle. The following information was provided by the initial reporter: material no: 305195 batch no: 7361738 and 6152995. It was reported that needles are bending/breaking at the hub. She said the needles are bending/breaking where the needle attaches to the hub. It occurred approximately 6 times over the 2 boxes (each box is a different lot #).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7361738, medical device expiration date: 2023-04-30, device manufacture date: 2017-12-27. Medical device lot #: 6152995, medical device expiration date: 2021-07-31, device manufacture date: 2021-07-31. " device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needles are coming out of the hub with bd precisionglide¿ needle. The following information was provided by the initial reporter: material no: 305195, batch no: 7361738 and 6152995. It was reported that needles are bending/breaking at the hub. She said the needles are bending/breaking where the needle attaches to the hub. It occurred approximately 6 times over the 2 boxes (each box is a different lot #).